Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. Per the information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification that this patient with an inspiris resilia valve model 11500a21 implanted in aortic position underwent a valve-in-valve intervention after an implant duration of 2 years and 7 months due to a patient-prosthesis mismatch. The patient presented with dyspnea and chest pain prior to the intervention. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted to be in stable condition.